Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the filter was indicated for deep vein thrombosis (dvt) and gastrointestinal bleed (gi). A venocavagram was performed to localize the renal veins. The trapease was deployed with the distal tip located mid-level of the l3 vertebral body. The were no immediate procedural complications. The filter subsequently malfunctioned including, but not limited to fracture, perforation and perforation abutting an organ. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation abutting an adjacent organ, fractured filter struts retained within the ivc, and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, perforation and perforation abutting an organ. Per the implant records, the filter was indicated for deep vein thrombosis (dvt) and gastrointestinal bleed (gi). The right groin was prepped and draped in the usual sterile fashion. The right common femoral vein was accessed with a needle. A venocavagram was performed to localize the renal veins. The trapease inferior vena cava (ivc) filter was then deployed with the distal tip located mid-level of the l3 vertebral body. The were no immediate procedural complications. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation abutting an adjacent organ, fractured filter struts retained within the ivc, and further experienced anxiety related to the filter, becoming aware of these events approximately six years and ten months after the filter implantation.